Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that transmitter was not charging. Caller was advised that charger and transmitter was working fine and to allow the time for transmitter to charge fully. Customer's blood glucose was 40 mg/dl and was treated with food and blood glucose went up to 305 mg/dl. Caller declined troubleshooting for low blood glucose.